Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart liquid leakage occurred. The following information was provided by the initial reporter: "there is a trace of liquid leakage under the body"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00310 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart liquid leakage occurred. The following information was provided by the initial reporter: "there is a trace of liquid leakage under the body"